Manufacturer narrative:
Journal article details; title: management of type b aortic dissection with an isolated left vertebral artery authors: huanyu ding, md, yi zhu, md, huiyong wang, md, songyuan luo, md, yuan liu, md, wenhui huang, md, haojian dong, md, ling xue, md, ruixin fan, md, and jianfang luo, md journal of vascular surgery 2019; 70:1065-71, doi: https://doi.org/10.1016/j.jvs.2018.11.052. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted in a patient group for thoracic endovascular aortic aneurysm repair of type b dissections. The stent grafts were implanted in zones 1, 2, and 3. The following adverse events were observed in the patient group: malfunctions: type ia endoleak.